Event description:
The patient reported that he was in a car accident and had to have surgery. Patient complains of severe pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.